Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. No product lot number was reported therefore no lot release records were reviewed.

Event description:
The patient's daughter reported that her mother had passed away and will need to order some eco-boxes as they still have some pods left. There was no further information provided on the patient's death.